Event description:
N/a.

Manufacturer narrative:
The ultra 360 patient positioning system (a2009) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the unit was received with both handles out of adjustment. The shock cushions were replaced due to wear, and the unit was received with the tri-star adaptor instead of the standard adaptor. The adjustment wrench was replaced due to wear, general maintenance and cleaning required along with readjustment of both handles and replacement of worn components. Root cause - the reported complaint was confirmed. Both handles were out of adjustment and the shock cushions were worn. The handles were readjusted and worn components replaced as part of routine preventive maintenance. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the lower locking handle on ultra 360 patient positioning system (a2009) was too tight to fully close. Surgeon said it took too much force and needs to be adjusted. It is unknown if there was patient involvement however; no patient injury was reported or surgical delay has been reported.